Manufacturer narrative:
There were no unexpected button error alarms noted. It was noted that the no button response on the up arrow button was due to the moisture damage on the keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 79 mg/dl at the time of the incident. Customer stated that she had the pump in her pocket while working in the yard. Customer stated that she also stuck a bottle of soda in her pocket. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she does not have a sufficient back-up plan and will be flown a replacement pump.